Event description:
An infusion pump with depleted battery. Information was not provided regarding whether or not the device was in patient use when the event occurred. No record of any patient incident involving the pump